Manufacturer narrative:
Date of event: used (B)(6) 2022 as the event date was not reported.

Event description:
It was reported that the coil was mistakenly deployed into the iliac vein and eventually migrated to the patient's lungs. An interlock coil was selected for use in the right ovarian vein. During the procedure, it was noted that the wrong vessel was embolized and the interlock coil was mistakenly deployed into the iliac vein. At some point during or after the procedure, it was further noted that the coil migrated to the patient's lungs. The physician reported that the complication was not device related and that the patient has no ongoing problems as a result of this event. No further patient complications were reported.